Event description:
It was reported that this insertable cardiac monitor (icm) device came out through the surgical incision. The clinic noted they would continue to monitor this patient; no new icm device is scheduled to be implanted at this time. Furthermore, there is no evidence to suggest that a medical or surgical intervention has been performed at this time. No additional adverse patient effects were reported. This icm device is expected to be returned for analysis.

Event description:
It was reported that this insertable cardiac monitor (icm) device came out through the surgical incision. The clinic noted they would continue to monitor this patient; no new icm device is scheduled to be implanted at this time. Furthermore, there is no evidence to suggest that a medical or surgical intervention has been performed at this time. No additional adverse patient effects were reported. This icm device has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) was inspected and analyzed. Visual examination noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations. A correction was made in the impact codes field (h6) in section h, device manufacturers only